Manufacturer narrative:
Philips service replaced the ip-pc and associated components. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the lateral ip-pc failed to boot and required a reboot on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.